Manufacturer narrative:
Date sent to the FDA: 06/14/2021. A manufacturing record evaluation was performed for the finished device lot number qhmcqx/ vcp304h50, and no non-conformances related to the reported complaint condition were identified. Additional h-3 summary: visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code vcp304 was received for evaluation. Clip off defect could be observed in the sample. The visual inspection concluded that the needle detached from the suture, the barrel hole was examined and remnant suture was noted, the suture end is severely cut. The functional test could not be performed. The clip off defect has been correlated to the manufacturing process. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Additional information was requested, and the following was obtained: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? During tying. Was the needle removed from the patient during the same procedure?no. What tissue/location was suturing when pull-off occurred? No. Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? No. Please provide the procedure name and date. Free flap /unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 07/08/2021 additional information: h6, this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: " was the needle removed from the patient during the same procedure? >>no. ¿ clarification: the answer means that there is no needle fell into the patient. ¿ trade name - irgacare® ¿ active ingredient(s) ¿ triclosan ¿ dosage form ¿ suture/solid/parenteral ¿ strength ¿ = 275 ¿g/m

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? Was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull-off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull-off event? Please provide the lot number for the involved device. Please provide the procedure name and date. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the needle and suture separated. There were no adverse consequences reported. Additional information has been requested.